Event description:
The customer reported that the n65 monitor display was missing segments. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
Verified the customer complaint that the units display was missing segments. The root cause was determined to be a poor connection with the display flex cable. Flex cable was re-seated and the display shows all segments. (B)(4).